Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. However, customer allegation could not be confirmed and the repair case was cancelled. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus the camera head exhibited intermittent image blackout. The issue occurred during a uterine cavity examination. The patient was under sedation; however, there was no delay in the procedure. The procedure was completed with the same device. There were no reports of patient harm associated with the event.